Manufacturer narrative:
Due to lack of information, this case is not currently assessable; and is being conservatively reported. It would nearly impossible to determine whether the cardiocel or other risk factors (patient's chemotherapy and radiation or restricted blood flow as a result of the tumor) may have contributed to the ascitis and thrombus. Admedus is in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Admedus received information from a foreign facility that surgery was performed for radical clearance of the left renal wilm's tumor including left nephrectomy, resection of intra-cardiac and intra-caval extensions and inferior vena cava reconstruction. Cardiocel was used for the inferior vena cava reconstruction however it is not clear what other material was used for the additional repairs. The patient was maintained on therapeutic heparin then transitioned to warfarin. At day 20 post operative doppler ultrasound was performed (due to abdominal distension) where it was identified that the patient had ascites with thrombosis of the sub-hepatic inferior vena cava. At day 21 post operatively a CT was performed which confirmed a partially occlusive thrombus in the supra-hepatic inferior vena cava, focally narrowed supra-renal inferior vena cava and sub-hepatic inferior vena cava. The patient was commenced on low molecular weight heparin with gradual resolution of her ascites and good recovery.